Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a transducer fault (xdcr) alarm. There was no patient involvement.

Manufacturer narrative:
Result of investigation: failure analysis received the pcba vela main coldfire visually inspected the assembly no visual defects, damaged or contamination. Unit was installed in known good vela host base unit showed transducer fault and high pip (peak inspiratory pressure). The exhalation pressure transducer (pt801) failed calibration. Turbine differential transducer (pt800) and exhalation differential pressure (exhl flow) transducer (pt802) successfully calibrated. The reported complaint was confirmed and duplicated. This is a known issue which can be referenced with CAPA: ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.